Event description:
Device 1 of 2. Ref MFR report # 1627487-2013-19062. It was reported the pt experiences random over-stimulation and she has to use the magnet to turn off the system.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.